Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the inverter board which resulted in dim display.

Event description:
It was reported that the screen on the merlin transmitter was dim and flickering at times but the device was still functional. The device would be replaced.